Event description:
During regular follow up on (B)(6) 2018, the battery of the product was in the status of eri. The total number of charges was 199.

Manufacturer narrative:
The ICD was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device, as well as on the returned data.the manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test proved the device functions to be as specified.the returned data amounts to a picture of the follow-up from december 5, 2018 at 10:34 am. The data was inspected and did not show any anomalies.regarding the battery status, no conclusions can be drawn without an analysis of the device. Should the ICD become available for analysis, this investigation will be updated.in conclusion, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. The analysis of the returned device data revealed no indication of a device malfunction.

Manufacturer narrative:
We received a device analysis, but no explant date. Upon receipt, the device interrogation revealed the battery status eos, which was triggered on (B)(6) 2019. The device was programmed in vvi mode with 6.0 v/1.5 ms pacing output in the rv channel. A number of 201 charging cycles was documented. The amount of charge taken from the battery was verified and found to be normal and as expected. The eos status was removed with a technical programmer and the ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. A fibrillation signal was applied and the device delivered a defibrillation shock as specified, documenting a correct sensing and shock delivery. In particular, the specified energy level was reached. The data indicate that the device was explanted on (B)(6) 2019, three days before the ICD reached the eos status. Therefore, it is assumed that all therapies were available while the device was implanted and in service. In conclusion, the memory content as well as the therapeutic functionality of the ICD was inspected. There was no indication of an ICD malfunction. The battery status eos was anticipated. The data indicate that all therapies were available while the device was implanted and in service.